Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a first pmt fusion procedure, the guide wire hit the k-wire and the tip of the k-wire broke. The broken tip of the k-wire was not retrieved and remains in the pt. Surgeon selected a different k-wire and was able to complete the procedure.